Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up (b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
Customer confirmed the leak was found during reprocessing of the subject device.

Event description:
The customer reported to olympus, the olympus ultrasonic gastrovideoscope was leaky. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the acoustic lens had a scratch that reached to the glue layer. There was no report of patient injury or medical intervention associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable finding documented in b5, additional device evaluation findings are as follows: the up/down knob could not be locked securely due to wear of the forceps elevator lever, the air/water cylinder had discoloration, the cover joint had discoloration due to water leakage, water tightness was lost due to a cut on the bending section cover, the objective lens had a scratch, the adhesive on the bending section cover had a chip, the play of the up/down knob and right/left knob was out of standard value due to wear of the angle wire, bending in the up and right direction did not meet the standard value due to wear of the angle wire, tightness of the braid had become uneven due to deterioration of the braid of the bending tube, and the protector of the ultrasonic cable on the scope connector side was damaged. Additionally, the following components of the device had corrosion due to water leakage: the sheet holder unit, the scope connector, the electrical connector, the circuit cover, the shield plate, the shield disk, the plate, the inner shield, the outer shield, and frame 260. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.